Event description:
It was reported that a system error (se) 2240 (air in line) occurred during peritoneal dialysis therapy with a homechoice device at dwell 5 of 6. The patient stated that they observed air in the drain line. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.